Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a pt had an alarm event which was not heard at the central and the pt expired.